Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a red skin irritation under his left breast. The patient reported that the skin was broken with a scab. The patient reported that he was allergic to neoprene. During a follow up the patient reported that he went to the ER for the irritation. It is unknown if the patient received medical intervention for the irritation. The final medical outcome of the irritation is unknown. The patient ended use of the lifevest. There was no alleged device malfunction.